Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with another point of care (poc) meter: date: (B)(6) 2011, inratio: 1.5, poc meter: 3.5. Tests done back to back. Pt's target therapeutic range is 2.0-3.0. Coumadin clinic was not able to perform a venipuncture for a lab sample because it is very difficult to find a good vein on patient. Doctor keeps increasing pt's coumadin dose, but her inr is not increasing.